Event description:
Customer stated that the device over-heated during a case. The same unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.